Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was unable to verify the reported issue. After replacing the a04 therapy pcb for unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced part, the a04 therapy pcb at the product assessment center (pac) and it was observed that the failure of the a04 therapy pcb caused the reported issue. The root cause component of the reported issue is suspected to be ic-controller u21, but it could not be confirmed. The cause of the reported issue is the a04 therapy pcb.

Event description:
The customer contacted stryker to report that  their device would not recognize the paddles. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not recognize the paddles. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
An emergency medical service officer performed an evaluation of the device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.